Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, externalized conductors were observed on the rv lead via diagnostic imaging. The electrical function of the lead was normal. The lead remains implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.